Event description:
It was reported that the patient experienced a constant occlusion alarm.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals and physical condition of the sample were all intact upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported problem was duplicated during the investigation. Root cause of the reported event is unknown. A faulty downstream occlusion sensor will be replaced. A nonconforming report (ncr) was created to investigate the reported issue which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: corrections in b1: product problem, d4: model number: 2110, d5: operator of device: unknown, e4: initial reporter sent to FDA: unknown.